Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available, omnipod software app version: data not available, operating system: data not available, hardware: data not available, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia, prior to (B)(6) of 2024. The patient's blood glucose levels reached an unknown level while wearing the pod for an unspecified amount of time. There was no information provided for the symptoms experienced at the time of the reported event. The patient was treated with insulin drip. The patient stayed at the hospital for a "couple of days, two nights at most", as they could not recall the exact days of when they were discharged.